Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the provider tried to push the medication there was "a ton of resistance, almost like the line is clogged". Patient involvement is unknown.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The root cause for this event is unknown. A device history record review found one unrelated non-conformance. No maintenance work order history was completed during the time of manufacturing. There were no other complaints about this issue in the past 2 years. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4). D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other, other text: b5 and h6. Health effects; updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. No patient complications occurred.